Event description:
A customer reported that their pump screen was dark and wouldn't turn on. It is unknown if there was any adverse impact on the customer's blood glucose level, as the caller declined to provide this information. Technical support attempted several troubleshooting steps, including checking the power connection and advising on pressing the pump button, but the screen remained unresponsive. A replacement pump was sent, and the customer acknowledged instructions to enter storage mode, return the old pump within 10 days, and program the replacement pump with their settings. Customer reverted to an alternative method of insulin therapy.